Manufacturer narrative:
No unexpected button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained address and serial number label.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 124 mg/dl. The customer stated that the weather had been extremely hot and that she was sweating prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.